Event description:
Same case as: 2134265-2015-05041. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and rotawire were selected to treat the target lesion. During platforming outside the patient's body, while the burr was spinning on the wire, it was noted that the rotawire was broken. The procedure was completed with another of the same rotalink plus and rotawire. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).